Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The ultrasound probe surface of the subject device peeled off or was detached from the probe unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the repair history record of the device and found this device have replaced and repaired due to damage to the distal end. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied an external force for the distal end by the user handling. If additional information becomes available, this report will be supplemented.